Event description:
Additional information was requested and received, indicating that the patient required corticosteroid management post-surgery. Immediately after the surgery, the patient experienced rainbow halos, corneal opacity, double vision, a sensation of a foreign body in the eye, dry eyes, severely limited visual acuity (only sixty to seventy percent in the left eye), headaches, eye tension, a scarred cornea, and myopia. The patient received various eye drops and was advised to discontinue cortisone-containing drops after two weeks. Another laser test was canceled at the last minute, one week later, due to the laser malfunctioning despite manufacturer testing. On (B)(6) 2022, a new surgery was initiated, purportedly using a new laser. The eye underwent laser treatment again, achieving partial success. The flap was successfully flipped, and the actual laser procedure was carried out. However, the patient continued to experience severe vision limitations, with fluctuating vision ranging from fifty to sixty percent. A photo therapeutic keratectomy was performed by the treating physician. The objective was to completely remove the unstable top layer of the cornea (epithelium) and smooth the underlying layer (stroma) through laser ablation. The procedure was extremely painful and had to be conducted slowly due to the patient's considerable pain and significant pupil dilation. The patient also experienced extreme pain following the surgery. Subsequently, the patient sought the expertise of a recognized ophthalmologist and laser specialist, who diagnosed a severely deformed and scarred cornea. Prior to the procedure, the patient had not experienced any ophthalmological symptoms and only had a minor degree of myopia, which could have been corrected with glasses or contact lenses, if necessary.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Both reported treatments and the first cancelled attempt for the left eye could be identified in the logfile. The logfiles confirmed during the first attempt, the error message displayed as error during focus control. Please eliminate error and confirm before the laser fired. This beam control check (bcc) error appears during the focus control routine of the applanation cone. A possible reason is that the applanation cone is dirty or damaged. The user has to cancel the treatment and start again, using a new applanation cone. The user cancelled the treatment and restarted the treatment using the same patient interface. The user operated then the same patient interface serial number as for the cancelled treatment. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. During technical site visit, fse (field service engineer) replaced application interface, complete beam expander, service pc and single axis scanner module. After replacing parts, fse (field service engineer) performed system verification and confirmed system meets specifications as per sir ( service installation record) signed. The received sample patient interface (pi) has been visually inspected and the reported event could be confirmed, it appears that the flap was partially shot on the pi. The replaced parts from event date 10-nov-2022 were installed in the test laser in the laboratory. Due to different software versions of the returned pc and the test laser, only the rtc board of the returned pc was installed in the test unit. Rtc board is responsible for the scanner control. The scanner moves the focus (laser beam) in the x and y directions while the laser emits its pulses. All other parts were completely installed in the test laser. Functional test was performed without any issue, no malfunction could be confirmed for the received parts. Additionally, thirty test treatments were performed with the installed parts. The functional test and the test treatments showed no abnormalities, the reported issue from the complaint could not be replicated. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with flap was not cut correct in the cornea, but it was cut in the patient interface. There are multiple related reports for this event. This report addresses the unknown patient's left eye and other manufacturer reports will be filed.